Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had arrived in the emergency department after suffering a stroke, and was listed as do not resuscitate. It was reported that pump parameters were within normal range compared to the patient's last visit, with no alarms. The patient was transported to the implanting center, and CT scan revealed a large intracranial hemorrhage with midline shift. The patient was transitioned to comfort care and expired. No additional information was provided.